Manufacturer narrative:
This report is for one (1) unknown polyethylene inlay for the prodisc-l implant. The original implant procedure occurred on an unknown date in (B)(6). At this time, it is unknown if an explant/revision procedure has taken place. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the polyethylene inlay of a prodisc-l implant dislodged anteriorly at l5-s1. The patient was implanted with two (2) prodisc-l implants [one (1) at l4-5 and one (1) at l5-s1] a few months ago by a surgeon in (B)(6). The patient visited a different surgeon on an unknown date and had an x-ray taken that confirmed migration/dislodging. It is unknown whether (and when) or not a revision surgery took place. An internal review of the received x-ray images was completed by a depuy synthes medical director with conclusions as follows: "the superior prodisc-l endplate of l5/s1 appears to be sliding forward slightly against the inferior prodisc-l endplate of l5/s1." This report is for one (1) unknown polyethylene inlay for the prodisc-l implant. This report is 2 of 3 for (B)(4).